Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated out of her fallopian tube and into her abdominal cavity") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("shortly after undergoing the essure procedure, plaintiff expelled one of her essure coils"), abdominal pain ("severe pain/abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coil on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, abdominal pain, pelvic discomfort, menorrhagia, abdominal distension, back pain, abnormal weight gain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, device expulsion, dyspareunia, menorrhagia and pelvic discomfort to be related to essure (ess205). The reporter commented: shortly after undergoing the essure procedure, plaintiff expelled one of her essure coils, and subsequently had a tubal ligation performed. However, her remaining essure coil was not removed at that time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure coil had migrated out of her fallopian tube ultrasound scan - on an unknown date: essure coil had migrated out of her fallopian tube quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2006 and reported adverse events including essure coil had migrated out of her fallopian tube and into her abdominal cavity. The plaintiff was submitted to a surgery to remove essure coil on (B)(6) 2016. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. The case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil had migrated out of her fallopian tube and into her abdominal cavity") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("shortly after undergoing the essure procedure, plaintiff expelled one of her essure coils"), abdominal pain ("severe pain/abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), abnormal weight gain ("excessive weight gain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coil on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, abdominal pain, pelvic discomfort, menorrhagia, abdominal distension, back pain, abnormal weight gain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, device dislocation, device expulsion, dyspareunia, menorrhagia and pelvic discomfort to be related to essure (ess205). The reporter commented: shortly after undergoing the essure procedure, plaintiff expelled one of her essure coils, and subsequently had a tubal ligation performed. However, her remaining essure coil was not removed at that time. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: essure coil had migrated out of her fallopian tube. Ultrasound scan - on an unknown date: essure coil had migrated out of her fallopian tube. Company causality comment: this litigation report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) insertion on (B)(6) 2006 and reported adverse events including essure coil had migrated out of her fallopian tube and into her abdominal cavity. The plaintiff was submitted to a surgery to remove essure coil on (B)(6) 2016. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. The case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.